Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks for arrhythmias detected in the ventricular tachycardia (vt-1) zone. Three episodes were recorded and appeared consistent with inappropriate therapy. Therapy was initially withheld during all episodes due to rhythmid correlation scores; however, subsequent uncorrelated beats resulted in therapy delivery. The first episode received four atp bursts, the second episode received three atp bursts, and the third episode received eight atp bursts followed by five shocks, exhausting programmed therapy. Battery status was reported as acceptable and lead measurements were satisfactory. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.